Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the snare loop broke. It is unknown if this occurred inside the patient or prior to introduction into the patient. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.